Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that the health care professional was holding the tough-borster adapter with the filter storage tube, which was noted to be disconnected. The pusher catheter was loaded onto the pusher wire and filter; filter was seen slightly protruding from the filter storage tube. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported activation, positioning or separation problem as no objective evidence was provided for review. A definitive root cause for the activation, positioning or separation problem could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. It was reported that during the procedure, filter allegedly encountered significant resistance during in-body deploy. The procedure was completed using another device. There was no reported patient injury.